Event description:
It was reported that a patient, (B)(6), male, underwent an atrial flutter right (r-afl) procedure with a celsius thermocool catheter and suffered a cardiac tamponade which required pericardiocentesis. The patient¿s medical history is unknown. It was reported that during a right atrial flutter case, a perforation was noticed as the patient's blood pressure and oxygen levels dropped. The perforation was confirmed by echocardiogram. Medical intervention provided was a pericardiocentesis and 600cc's of fluid was extracted and a drainage device was placed. The patient was reported to be in stable condition at the time the complaint was reported. Additional information was received on the event. No transseptal puncture was done. The event occurred during the ablation phase. The overall time for ablation at the site of injury was 20 total minutes of ablation and 12 ablations were performed. The last ablation cycle time at the site of injury is unknown because it is unknown exactly what lesion caused the injury, as there were multiple steam pops and high temperature cut-offs. Power was not being titrated and ablation began at the given power setting. Power began at 35-40 watts resulting in an initial steam pop. Ablation continued with subsequent high temperature cutoffs and an impedance delta cutoff in which the system stopped ablating. After another steam pop, the power was eventually reduced to 20w, which is about when the patient vitals started to deteriorate. Patient was on xarelto, which was not discontinued during the procedure. The patient stayed for two additional days in the hospital. The physician's opinion was that the event was due to a complication of the procedure, not related to any product malfunction. Settings during the event include: temperature control mode / power began at 35-40 watts then changed to 20 watts / temperature cutoff was 45 degrees celsius / flow setting 30 cc/min / impedance- 120 with a cutoff of 250 / medium curl agilis sheath used.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: stockert 70 system (model# m-5463-02 serial# (B)(4)); bard coronary sinus catheter (non-bwi). (B)(4).